Event description:
Received report of thermodilution catheter balloon rupture during use. A pt had a thermodilution catheter inserted for monitoring during cardiac bypass surgery. The catheter worked fine until the pt was placed on bypass, then it was noted by the anesthesiologist that the balloon would not inflate. The practiioner was also able to draw back blood, indicating a balloon problem. No pt harm reported, and catheter replaced.

Manufacturer narrative:
The actual sample used in the reported event was not returned for testing. Seven catheters in sealed packages were returned for examination. Each catheter balloon inflated and deflated normally using the syringe provided with the kit. The cause for the reported non-conformance could not be determined.